Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported impedances >10000 on poles 0, 1, 3, 7 (all included in the program the patient was using). It was noted that the program disappeared once connected to the clinician programmer with an error code 18,2 "invalid settings have been detected. All settings will be cleared." The nurse tried to program using poles that were still ok but was not able to find a good fit for the patient. The patient experienced no therapeutic benefit. It was also reported that the patient had turned off stimulation on (B)(6) 2018. No further complications were reported or anticipated.